Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. It was determined there was no digital visual interface signal image output due to a faulty printed circuit board. In addition, the lock did not work due to a broken video connector receiver. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the visera elite video system center received a monitor with digital visual interface signal output and a monitor that does not. There was no report of user or patient harm associated with this event.

Manufacturer narrative:
Updated fields: b5, h6 and h10. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. No digital visual interface signal image due to faulty circuit board. The cause could not be identified since further information was not available. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided regarding this event. The event occurred during an unspecified procedure. There was a delay of 15 minutes and another device was used to complete the procedure.